Event description:
It was reported that customer experienced continuous glucose monitor error that interrupted sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received guidance to perform pump reset, completed reset with assistance, and successfully restarted sensor session without error recurring.